Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the power-up failure was isolated to the computer/analog board. Capacitor c9 was shorted. The root cause for the shorted capacitor could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.